Event description:
Customer reports higher than expected blood glucose levels without indication of alarm for an occlusion and states spouse had to call ambulance and was admitted to hospital ICU on (B)(6) 2010 (exact time unk). The night before ((B)(6)) at 8:13 pm, his blood glucose was in normal range (133 mg/dl). The next measurement report is 305 mg/dl at 2:45 am on (B)(6), at which time a 4.25 unit bolus dose of insulin was administered. It remained elevated (281 mg/dl) at 6:16 am and another 3.15 units of insulin were given. The device was deactivated at 10:17 am at the doctor's request.

Manufacturer narrative:
The returned device was evaluated and found to be functioning as expected. No malfunction or product that could have caused an interruption or restriction in insulin flow and contributed to the pt's high blood glucose was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating hyperglycemia, it recommends changing the device and contacting a health care provider if levels remain high after four hours.